Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. No controller log analysis needed. The reported event narrative could not be confirmed. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to early depletion of cell pair #3 which caused the cell pair voltage to drop below the minimum voltage threshold. The confirmed malfunction is related to the reported event. An internal investigation has been opened to address this issue. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient states that when the battery is plugged into the battery charger, the charge indicator light becomes yellow and then transitions to a blinking red light. This is reported to have happed twice. The battery was taken out of service and replaced. There was no physical effect on the patient; the patient was not using the battery to power the pump during the event.